Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform the no delivery test and occlusion test due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump alarmed no delivery. Customer stated the insulin pump alarmed during prime. Customer stated the insulin pump continued alarming no delivery. Customer stated they were able to prime manually, but once she inserts the pump alarmed no delivery. Advised customer to call back to troubleshoot. Customer's blood glucose was 307mg/dl. Customer treated with injection. Customer stated she tried four to five sets and nothing worked. Customer stated she vomit all day, her body had a hard time adjusting when she is off the pump. Advised customer the insulin pump will be replaced.